Manufacturer narrative:
The philips remote service engineer (rse) verified all appropriate data was displaying on the mp90 and explained to the customer the only configuration settings available for the ec5/10 are what numbers/waves are displayed. This is just an interface between the drager device/intellivue patient monitor (ivpm). The rse explained to the customer they would need to control any alarm limits/sources at the drager percius device. The customer acknowledged understanding. Based on the information available, the customer's alleged malfunction was not confirmed as all appropriate information was being displayed on the unit. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported the co2 waveform is a different format. It highlights peak and trough when above and below 20. The unit did not alarm out of scale. The device was in use on a patient at the time of the event, there was no adverse event reported.